Manufacturer narrative:
Site representative (B)(6) declined to provide patient information. Return requested for suspect navlock universal gray tracker on (B)(6) 2017. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, they broke a grey navlock tracker, as well as two additional instruments. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The grey tracker was returned to the manufacturer for analysis. Reported issue was able to be duplicated. The returned tracker has lines of galling inside causing fit issues with the mating instruments. The hardware investigation found that reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.